Event description:
Catheter inserted 4/15/96. Pt experienced pain and burning during chemotherapy infusion through the catheter. Removed catheter 9/9/96. A small rupture or break in the catheter was observed.